Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the needle broke. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, scorpion multifire needle, ar-13995n, batch 15176730 was received for evaluation. Visual evaluation noted that the needle tip was broken. No fragments were returned for investigation. Functional testing could not be performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.